Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the issue was not established as no product or logs were returned and insufficient information was provided. The cause of the issue was not established as no product or logs were returned and insufficient information was provided.

Event description:
An impella cp was inserted via percutaneous right femoral arterial access in a 76-year-old female for ami and cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was documented as scai shock stage a. She initially presented with nausea, vomiting, and chest pain, and was diagnosed with stemi. Left heart catheterization revealed significant lad and lcx disease, and pci of the proximal and distal lad was performed with des ×2. The patient remained stable during the procedure and was transferred to the ICU on a heparin infusion. The next morning, the patient developed abdominal pain, nausea, and hematemesis with coffee ground material and clots. Hemoglobin decreased from 11 g/dl to 8 g/dl. Lactic acid was elevated at 12 and then trended down to 7 mmol/l. A CT scan of the abdomen was negative for bowel ischemia, but a gastrointestinal bleed was suspected. Heparin was discontinued, and gi consultation was obtained. The next day, while on support, the patient developed hemolysis, with rusty colored urine and plasma free hemoglobin rising into the 900s and then trending down to 360 mg/dl. Imaging confirmed pump position, and echocardiography demonstrated the impella inflow near the mitral leaflets. Lv was distended with lvedp 25 mmhg. Despite evidence of inflow interaction with the mitral apparatus, it was elected not to reposition the device due to decreasing lactic acid and improving hemolysis markers. Pump performance was reduced to p 5. Escalation to an impella 5.5 was discussed given hemolysis, elevated lactic acid, and elevated filling pressures but deferred due to the active gi bleed. The patient subsequently underwent an upper endoscopy, and two clips were placed in the gastric fundus to resolve the gi bleed. A CT scan of chest/abdomen/pelvis also revealed masses suspicious for metastatic malignancy of unknown origin with plans for patient to undergo pan CT scan to reveal source. The patient became febrile with rising vasopressor needs, raising concern for sepsis. The patient later developed right lower extremity ischemia, with loss of pulses confirmed by arterial duplex. An angiogram before initial impella placement had revealed adequate vessel size/anatomy with pulses present immediately after insertion. Nursing noted bilateral extremities were warm to touch and color remained the same. Contributing factors included sepsis, vasopressor induced vasoconstriction and possible coagulopathy in the setting of suspected malignancy. Vascular surgery consultation was pending. The patient¿s family subsequently elected withdrawal of further care and the patient expired the following day while on impella cp support in the setting of underlying critical clinical condition. Bleeding, hemolysis, and limb ischemia are listed as potential adverse events and are consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 codes are updated.